Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v168292, implanted:(B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported via a manufacturing representative that she wanted to have her device checked because it wasn't working after having her first child. The patient had x-rays performed and was informed that the leads were placed correctly but one lead was bad.